Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at 5pm on a week earlier. Despite of the issue, the patient claimed he continued to take his usual dose of medication (35 units of novolin r at breakfast and dinner and an unspecified amount of novolin n at breakfast, lunch and bedtime). Three days after the reported issue began, the patient stated he developed symptoms of frequent urination and headache. On four days prior to original date at 10am, the patient stated he went to the hospital . While at the hospital, the patient's blood glucose reading performed on a laboratory device came back at "620 mg/dl." The patient reported he was hospitalized and treated with IV fluids. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter and that the battery had been replaced as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.